Event description:
It was reported that the asymptomatic patient presented with noise on the right ventricular lead. The lead was capped and replaced on (B)(6) 2017. The patient was stable post-procedure.